Event description:
A medwatch report was rec'd stating that a memorylens has been implanted in 1999. In 2001 the pt presented with intraocular infection and 12 days later a vitreous biopsy, anterior chamber paracentesis, and culture was performed, which culture diagnosed chronic propionbacterium acnes endopthalmitis of the right eye. The medwatch report stated that the pt rec'd an injection of intravitreal antibiotics and steroid, but developed opacification of the lens implant and capsule secondary to chronic/indolent p. Acnes endopthalmitis. Despite assumed sterilization after injection antibiotics. Opacification of both chamber and lens implant persisted. In 2001, the pt underwent removal of the opacified lens implant and opacified lens capsule, anterior vitrectomy, repair of cyclodialysis cleft, and injection of intraocular antibiotics. The surgeon was contacted for add'l info, and surgeon reported that "despite sterilizing the eye for p. Acnes, the lens surface remained completely opaque. The surface could not be scraped clean/clear after removal. The vitreous and view posterior to lens was perfectly clear, but visual acuity limited by implant opacification. It was as if the p. Acnes modified the lens surface characteristics." The surgeon further stated that surgeon did not feel this incident was lens related, but was "related to procedure".